Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire could not be confirmed as a proxy guide wire was successfully inserted through the guide wire exit port with no resistance observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty inserting the guide wire could not be determined based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique prior to a mitra clip interventional procedure using an 8f sheath. Reportedly, there was strong resistance felt 5cm distally advancing the guide wire in the guide wire exit port. This occurred after the first proglide device was successfully deployed when regaining guide wire access. Several attempts were made to advance the guide wire; however, it could not be advanced and the tip of the guide wire became damaged. An attempt was made with another guide wire; however, resistance was also felt 5cm distally. It was determined there was an issue with the proglide. The sutures of another proglide device were successfully pre-placed. The sheath was upsized to a 24f sheath and the mitra clip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.